Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributor directly. Lumenis contacted the facility in order to obtain; patients' treatment settings, patients' information, patients' photos which yet to be sent. A lumenis service engineer visited the site and analyzed the device. The service engineer found a problem with the pattern given by the hs handpiece. The pattern was not normal the hp was replaced and was requested to be sent to israel for further investigation. No incident forms were received, therefore no clinical evaluation was done in order to determine the severity of the injury. Lumenis is currently investigating the reported event. The hp is on its way to israel for further investigation. The failure in the diode array is not seen as likely to lead to death or serious injury should it to recur (learned from past diode array defects complaints). While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury, the company is reporting the event in an abundance of caution. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A foreign distributor reported on two (3) patients sustained burns following treatment with lumenis lightsheer duet hset. This patient sustained a burn to the legs. This complaint represents all 3 patients as no incident forms received.